Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, air or gas leaked from the seal. At the time the surgeon entered a permanent clipper, it scratched the trocar valve and started the air to leak. Surgeon still continue the procedure and finished the case. There was no patient injury.